Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2016 alleging the patient experienced hypoglycemia while on insulin pump therapy with blood glucose measuring 47 mg/dl with associated symptoms of confusion, cognitive impairment and unsteady gait. It was reported that the patient did not require any treatment above or beyond the routine of diabetes care and management; the patient's hypoglycemia reportedly resolved to a blood glucose measurement of 128 mg/dl after consuming food. The reporter alleged a history/settings issue with the pump. This complaint is being reported because the patient allegedly experienced serious injury while on insulin pump therapy related to an alleged history/settings pump issue.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: the battery cap returned with the pump was noted to be within the required specifications, intact without damage and able to properly secure to the pump. The pump was powered on and exercised for 24 hours without power interruption, error, alarm or warning. Flow accuracy testing revealed the flow accuracy to be within the required specifications. The pump was opened for further investigation and did not reveal any evidence of damage, defect or contamination of the pumps interior components. Investigation did not duplicate the complaint and the pump was determined to be operating as intended and without malfunction.